Event description:
Additional information was received from patient who reported that they saw a manufacturer representative (rep) who programmed them. They reported when they feel a vibration from their implantable neurostimulator (ins) they turn off stimulator for a day or two and this works. The problem has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported discontinuing use of their ins for approximately 6 days due to overstimulation. They described experiencing a vibrating sensation in the lower legs, which they recognize as a sign of overstimulation. In response, the pt progressively decreased the intensity until ultimately turning the device off. Pt noted that on saturday they experienced a sudden return of pain, describing their neck as feeling "totally frozen" and noted that the pain was excruciating. Pt mentioned that they called their pain clinic and they were instructed to call the manufacturer first to see if this can be fixed over the phone. Agent asked, pt stated they had already attempted to change groups and adjust their therapy settings. Agent reviewed the role of the rep and pt services. The pt was redirected to their healthcare provider to further address the issue. Agent also reviewed nas number.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.